Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went from 169 mg/dl to 401 mg/dl. The customer did not eat as much and was treating her high blood glucose level with the insulin pump. She also pushed insulin into her body with the plunger rod. Customer's current blood glucose level was 416 mg/dl. The high pressure test passed. The device was not returned.